Event description:
The customer received questionable low ion selective electrode (ise) sodium results for approximately eight patient samples. The samples were repeated on another analyzer at the site. Data was only provided for two of the patient samples. Patient sample 1 original result was 118 mmol/l and the repeat result was 135 mmol/l. Patient sample 2 original result was 115 mmol/l and the repeat result was either 132 or 143 mmol/l. The original results were reported outside the laboratory. The repeat results from the other analyzer were believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative determined there was a faulty sample mechanism and replaced it. To verify the analyzer operation, he performed system diagnostics and ise checks successfully. The customer ran calibration and qc and accepted all results. The customer ran a 10 cup precision successfully. He determined the instrument was performing to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.